Event description:
It was reported that an unspecified quantity of spectrum iq infusion pumps alarmed undefined and upstream occlusions, infused at a lower rate than expected, and stopped infusing intravenous medications. This occurred during multiple process steps. There was no report of specific medical intervention. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.